Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male had two blisters under the electrodes. The patient stopped wearing the device due to the comfort issues. Follow-up indicated that the blisters improved and the doctor stated that the patient could leave the lifevest off for a couple of hours a day to help the blisters heal.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.